Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips respironics e30 with humidifier device. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow up report will be filed. Update: the manufacturer received information alleging 43 families have begun a collective lawsuit regarding users of philips respironics e30 in a healthcare facility. The manufacturer received information alleging 43 deaths related to defective philips ventilators. The reported event(s) makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death, as well as information in regard to devices. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Adverse event information tab: FDA product code updated. Common device name updated. Manufacturing information tab: patient outcome code updated. Usage of device updated. Remedial action updated. Recall number updated.

Event description:
The manufacturer was contracted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a philips respironics e30 with humidifier device. The manufacturer received information from the patient alleging death. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device has not yet been returned to the manufacturer for evaluation. Should any additional information be received, a follow up report will be filed.